Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the handpiece was found with a broken stud. No patient involvement was reported.